Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited an increase in pace impedances on the right ventricular (rv) lead. In addition, high rv thresholds were also observed. The rv lead was then explanted and replaced. This pacemaker remains in service. No additional adverse patient effects were reported.